Event description:
It was reported that during a prostate procedure, the fiber overheated @ 230,000 joules. Dr buried the fiber in the tissue all the time. After 20 min. Of laser time, laser start going on standby from over heating. The procedure was completed using a second fiber @ 169,000 joules. Patient outcome was reported as ¿ok.¿

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe char; the outer flow tubing exhibits mild contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).